Manufacturer narrative:
Concomitant medical products: product ID: 37761, serial# (B)(4), product type: recharger. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3776-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 37746, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The consumer reported that the patient was in an accident a couple weeks ago, and that he had x-rays taken of him without him knowing. Since then, the patient had noticed that his stimulator was not charging. It was also noted that the connector pin was loose on the desktop charger (dtc). The dtc would not charge the implantable neurostimulator recharger (insr). This occurred 2 days prior on (B)(6)2015. No indication of patient harm. It was noted that the patient had a history of spinal pain. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.